Event description:
It was reported that a distal humerus revision surgery was performed on (B)(6) 2014 due to a nonunion and five broken screws. It was reported that on an unknown date, during a follow-up appointment, the surgeon confirmed the broken screws and the nonunion. The surgeon explanted all hardware which included: one locking compression plate extra distal humerus plate, one locking compression plate medial distal plate, one 3.5 mm cortex screw which was not broken, ten 3.5 mm locking screws four of which were broken, two 2.7 mm locking screws which were not broken, and one 2.7 mm cortex screw which was broken. The surgeon left the shaft of the five broken screws in the patient¿s bone but retrieved the broken heads. Intraoperative x-rays were performed but are unavailable. The position of the broken screws in relation to the plates is unknown. The patient implanted with new hardware; the procedure was completed successfully with no surgical delay. This report is for one unknown 2.7 mm cortex screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). Date of event: unknown. This report is for one unknown 2.7 mm cortex screw/unknown lot devices was broken, so was not explanted; part of broken device was removed (B)(6) 2014. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.